Event description:
It was reported to fresenius (via voluntary medwatch report mw5175806) that the hemodialysis (hd) patient was in treatment utilizing the fx coral fx80 when they reported shortness of breath. The patient was also hypotensive. The patient was administered normal saline (ns) and oxygen (o2). 911 was activated and the patient was referred to the local hospital for further evaluation. Additional information was obtained through follow-up with the clinic manager. The patient was scheduled for a regular 3 hour and 30 minute hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 157/80, heart rate (hr) 71, and respirations (r) 18. The patient was initiated on treatment at 12:03pm utilizing the fx coral fx80 dialyzer. At 12:30pm the patient reported shortness of breath. The patient¿s vital signs were bp 117/67, hr 82 and o2 sat 92%. The event was classified as a dialyzer reaction. Treatment was discontinued and the patient¿s blood was returned. The patient was administered 250ml ns 0.9% IV and 2l o2. The patient was transported to the emergency room (ER) via emergency medical services (ems). At the ER the patient was administered acetaminophen (ofirmev) 1,000mg in 100ml ivpb (IV piggyback). The IV was discontinued at 3:56am on (B)(6) 2025. Additionally, the patient was administered alprazolam (xanax) tablet 0.5mg (0.5mg oral given 9:31am (B)(6) 2025) and sertraline (zoloft) 25mg tab. The patient was discharged from the ER within 24 hours of arrival. The patient has since been transitioned to a new dialyzer with the gambro revaclear 300 which has resolved the patient¿s issues.